Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device pocket was infected. There was no plan of action as of the initial time of report; pocket revision or explant were reviewed. This right atrial (ra) lead remains in service. It was later reported that the patient was monitored and topical antibiotics were administered. The site was much better, and no further action was planned as of the time of follow up. There were no additional adverse effects reported.